Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the opposite end of the insulin pump looked burnt. The customer's father also reported that they were hospitalization due to diabetic ketoacidosis. The customer's blood glucose was 309 mg/dl at the time of incident. The customer's blood glucose was 120 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart error after battery change and settings reset to factory default due to voltage leak on c13 on the interface board. However, the insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had stained end cap sticker, cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.